Event description:
Boston scientific received information that during a follow up visit, interrogation of this device revealed the right ventricular pacing measurements were increasing gradually. No lead information was available. Threshold measurements remained stable. This device was reprogrammed. An internal technical service consultant was contacted. A review of the data revealed high out of range impedance measurements. Right ventricular intrinsic measurements could not have been performed due to 100% ventricular pacing. No noise was revealed. It was thought this was due to calcification or mineralization at the lead tip. Provocation testing was recommended to determine whether there was a lead issue. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates this device remains implanted and in service. Should additional information become available, this event will be updated.